Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was leaking from an unspecified location near the heater line. The leak was discovered during fill four of five of peritoneal dialysis therapy. The patient was connected for therapy at the time of the event. Renal therapy services (rts) assisted the patient with ending the therapy session and disconnecting the supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.